Event description:
It was reported that the customer experienced a high blood glucose level reading, which necessitated a visit to the emergency room on (B)(6) 2025. The customer's blood glucose was displayed as "high"; although specific value was not provided. Cause was not known. The customer was treated with intravenous fluids and insulin, which resolved the issue. There were no injuries, ketones, or permanent damage identified, and the customer was released the same day. The caller declined to proceed with a supplies or system check, and no further assistance was required.